Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID 97755, serial# (B)(6). Product type: recharger. Product ID 97745bp lot# nlh009121n. Product type: accessory. Product ID 97745, serial# (B)(6). Product type: programmer. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger and the black box on the cord would get hot when trying to charge. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Aware date corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported it was never resolved that the ins was "being at a bit of an angle" for any reason. Patient also reported that they asked about checking the location of the implanted device but never received a reply to this possibility. They asked this because "the battery and the hand-held charger were already replaced." It is unsure if the ins is actually at a bit of an angle or if this is speculation. It was reported that the patient was having the same issues with recharging even after receiving the replacement products. Patient reported they could not recharge as they were unable to connect with the ins. They used two different rechargers the day of the report and both connected with the ins right away and were able to recharge the ins with excellent quality. The patient reported the ins was currently at 50% and they also reported that their recharger (the paddle itself) and the black box on the cord would get hot when trying to recharge. A new recharger was sent to the patient. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for chronic low back pain as well as spinal pain. Consumer reported the controller was dark and blank and they noticed it when they disconnected from the ac power adapter and plugged in their recharger (rtm). They took the battery pack out and put it back in twice. In the past they were able to resolve it by removing and replacing the battery pack. Patient reported when they removed the battery pack it broke apart. When they plugged the controller into the ac power adapter it powered up and tried to connect to the ins but they were not successful. No further complications reported/anticipated. (B)(6) 2019 crts 3919354 interface updates, rpl 250141 (con, rep): additional information was received. Consumer reported they were stuck in passive recharge for 45 minutes the day of the report. The number was switching between 83/84 on the position the recharger screen to get highest number. The manufacturer representative reported the patient was stuck in passive recharge mode 70-80s. Ins was reportedly at a bit of an angle. The rep tried another insr and if they push it against the implant then the passive recharge number got to 94, but they still couldn't get recharge screen. They briefly saw "finished" and ins battery was at 90%. They then tried recharging again and they got excellent coupling, but as soon as they didn't push against the implant, no device found. They tried to connect with just the controller and they got no device found. It was reported that the patient was unable to connect with the implant using bluetooth but works with rtm. No further complications reported/anticipated.